Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus element plus, mr, ous 3.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid stent damage, with stent struts kinked on distal strut rows 7 and 8. The undamaged stent outer diameter was measured and the is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-nov-2019. It was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending artery. A 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.